Event description:
It was reported in an article that the procedure was to treat a chronic total occlusion of the right popliteal artery. The supera stent was implanted, followed by plain old balloon angioplasty (poba) on the distal vessel. Imaging was performed and the implanted stent was noted to be not properly placed; therefore, an additional stent was implanted. There was no adverse patient sequela and no clinically significant delay reported in the procedure. Additional information can be found in the article abstract, "a case of compartment syndrome due to delayed management of vascular perforation successfully treated with coil embolization and percutaneous hematoma evacuation during evt".

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Attachment article titled: a case of compartment syndrome due to delayed management of vascular perforation successfully treated with coil embolization and percutaneous hematoma evacuation during evt". B3, d6a- estimated dates. D4- the UDI is not known as the part and lot number were not provided. E1 - initial reporter establishment name: (B)(6) hospital.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as due to the physician's judgment in selecting an inappropriate placement site resulted in the reported malposition of device. As reported, an additional stent was implanted. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: d4: model, catalog number unknown removed. Correction: d4: lot number unknown removed. Correction: h6 medical device problem code- 2682 was removed.

Event description:
Subsequent to the initial report being filed, it was reported that physician did not choose the appropriate placement of the stent. No additional information was provided.